Event description:
According to the reporter: the 1st procedure on the patient was a transverse colectomy. On the ninth post-op day, the patient experienced peritonitis. When brought back to the operating room, they realized that the ta closure had opened back up. The patient was given a temporary ileostomy. The patient was brought back in, and the ileostomy was reversed using a circular anastomotic technique. On the eight day post-op, the patient again experienced peritonitis. When brought back to the or, the bowel again appeared to be open at the staple line closure. The patient remains with a stoma.